Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the stent came off the balloon. They removed the promus element plus 2.25x28mm stent from the hoop and the stent came off the balloon. The procedure was competed with another of the same device. No patient complications were reported and there was no patient involvement.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the stent came off the balloon. They removed the promus element plus 2.25x28mm stent from the hoop and the stent came off the balloon. The procedure was competed with another of the same device. No patient complications were reported and there was no patient involvement.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device found that the stent had moved proximally on the balloon. The stent is slightly damaged midway. Kinks and stretching of the lumen were noted resulting in the lumen now being 45.5cm in length. Kinks along the entire hypotube were also noted. This type of damage is consistent with excessive force being applied to the delivery system. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).